Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses that bilaterally deflated after implantation. The patient reported that her left breast has lost all volume and her right breast feels smaller. Deflation was later confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: it was incorrectly reported in the initial report that since no lot number was provided, no manufacturing record evaluation review could be performed. A lot number was provided was provided in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).